Event description:
It was reported that on (B)(6) 2013 an acculink stent was implanted in a right internal carotid artery and approximately two months later, on (B)(6) 2013, the patient had numbness of the left arm and weakness of the upper arm with a diagnosis of a transient ischemic attack (tia). On (B)(6) 2013, plavix medication was given as treatment. There was no reported hospitalization or no stroke. The symptoms resolved without an adverse patient sequela on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of transient ischemic attack (tia) is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.